Manufacturer narrative:
(B)(4). The sample was discarded so no evaluation could be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated he noticed the patient line was not primed after he connected. The technical service representative (tsr) explained the air in the patient line may have caused the alarm. The tsr explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power to clear the alarm. The hp confirmed to start over with new supplies. The tsr advised the hp to inform the nurse of the alarm. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after incomplete priming. The hp stated he had noticed the patient line was not primed after he connected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).